Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the last few days, they had experienced a return of symptoms. The patient said that they had to push harder and harder to void and had to use their stomach muscles to get the urine out. The patient went to increase the setting today, however they said that the setting was only decreasing. The patient said they received the message about maximum settings. The patient said they had tried other programs and were experiencing the same. When asked, the patient said that they had a cat scan about a week ago. The agent reviewed the meaning of message. The patient was redirected to their healthcare provider (hcp) to schedule an appointment to check the implanted device. As requested, the agent provided a phone number to follow up physician. An email was sent to field team notifying them of the situation. Additional information was received from the manufacturing representative (rep) on 2026-feb-19. The rep reported that they met with the patient and the patient's implanting physician on (B)(6) 2026. An impedance check was (B)(6), and impedances were high. The patient declined any falls or accidents. Each program was tried and max settings reached appear on the screen for each program. The rep reported that the physician will speak to the patient about a lead revision.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that they met with the patient and the patient's implanting physician on (B)(6) 2026. An impedance check was don, and impedances were high. The patient declined any falls or accidents. Each program was tried and max settings reached appear on the screen for each program. The rep reported that the physician will speak to the patient about a lead revision. (B)(6) 2026 e2 (rep): additional information was received from the manufacturer representative (rep). The rep stated that the cause of the high impedances were unknown. The rep stated that the physician was aware of the potential lead revision. The resolution of the issue was unknown. The device is still in use. 2026-mar-25 e3 (rep): no new information for event description.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-23 additional information was received from the manufacturer representative (rep). The rep stated that the cause of the high impedances were unknown. The rep stated that the physician was aware of the potential lead revision. The resolution of the issue was unknown. The device is still in use.